Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump) it was reported that upstream occlusion was experienced. Upstream occlusion was unresolved with troubleshooting. Air in line, green flow stop. Rate 2.0, resvol 74.2, given 19.8. Patient not affected. No additional information available.